Manufacturer narrative:
1038671-2023-02596 report number " d10: 02-020-13-0325 - truliant cr cem fem cr cem right sz 2.5 7033941. 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t 6872701. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02596. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene components in the packaging recall. The reported prosthesis wear could not be confirmed. Potential contributions of user and patient-related considerations nor potential contributions of device-related consideration to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported via legal documentation that approximately 56 months after a left total knee replacement procedure, the patient underwent a revision procedure to address pain, discomfort, swelling/ edema. The patient has suffered permanent and debilitating injures and damages, including but not limited to significant pain and discomfort, swelling, sticking of the knee, impaired sleep, clicking, and mobility impairment. No further issues or complications were reported. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.